Event description:
Procedure: colectomy. According to the reporter: a doctor had a difficulty in insertion and removal of the device. Even when a doctor tried again with applying the oil, the problem would not be improved. New one was opened to complete the case with no problem. No patient harm. The patient current status: good.

Manufacturer narrative:
(B)(4).